Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model #8709sc lot # n163081008, implanted on: (B)(6) 2008 explanted on: unk.

Event description:
It was reported that the patient had missed their refill (B)(6) 2012 due to hospitalization in another facility for pneumonia. Per the report, the hospital attempted to get the patient transferred for his refill but "the refill went disregarded." The patient then returned to the nursing home without having the pump filled but was on oral baclofen. Per the managing physician, the patient was subsequently admitted to the hospital on (B)(6) 2012 with baclofen withdrawal. The symptoms included fever, rigidity and seizures. Per the reporter, "pump refilled (pump noted to be dry) and a bolus given along with medical management of oral baclofen, valium." The "seizures have stopped and rigidity is gone but the patient remains intubated/comatose. There is concern over the refill because the patient is so bloated from his medical condition." Troubleshooting options were being considered to assure the pump was filled appropriately. It was later reported that the pump was aspirated after refill and the reservoir "volume was correct." The patient was "better but still intubated." The pump contained the drug lioresal. Additional information has been requested but was not available at the time of this report.